Event description:
Upon initiation of treatment, the pt complained of feeling hot, having a tingling sensation and numbness in their mouth. (Nurse noted blood coming out of the dialyzer was black.) Treatment was stopped immediately and the set up was changed out. Physician was called per their protocol. Pt was placed on oxygen via nose cannula at 2l/min. Treatment was reinitiated on a "dry pack" dialyzer and pt completed treatment without any complications. No hospitalization was required. Pt doing fine, with no further problems reported.